Event description:
Customer reported a button error on her insulin pump. She had suspended the device and when she tried to continue, the device said button error. Customer's blood glucose is 180 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump had no act button response due to corroded keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.